Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient was having an issue with their pump. It was noted the patient does not know if the pump is working as their legs jump and they were feeling uneasy.